Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the dongle was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect dongle has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the dongle of the imaging system would not screw down as the screws were damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
The dongle was returned to the manufacturer for analysis. Reported issue was confirmed. Visual inspection confirms thumbscrew on dongle threaded end snapped. Unable to secure dongle. The hardware investigation found that reported event was related to a physical damage failure mode as the pieces were broken.